Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell four of six of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During the troubleshooting, there was a leak identified during use of a homechoice cassette. The leak was further described as ¿some solution on the floor¿; however, the source of the leak could not be found with the supplies. Renal therapy services (rts) assisted the hp to close all clamps, cycle the power, disconnect and remove the supplies. Tsr advised the patient to contact their nurse regarding the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: homechoice automated pd set with cassette (previously submitted as ni) correction made to d4: catalogue #: r5c4479c (previously submitted as asku) correction made to d4: lot #: h23j29036 (previously submitted as asku) correction made to d4: expiration date: 10/29/2028 (previously submitted as ni) correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni) correction made to g4: PMA/510k # or bla #: k102936 (previously submitted as ni) correction made to h4: device manufacture date: 10/29/2023 (previously submitted as ni). Additional information was added to d10, g1, h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.